Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 30-40 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, customer reverted to manual injections for insulin therapy.